Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. There was intermittently vertical line (noise) that appeared on the surgeon side console (ssc) only. After swapping the left and right (l&r) vision signal, the fse found noise on the high-resolution stereo viewer (hrsv) left, but the signal appeared very intermittently. The fse replaced the hrsv to resolve issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the reported failure degraded/black image. There were electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one surgeon side console (ssc) displayed vertical lines intermittently while the other did not. The procedure was continuing as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no issues noted during set up. The surgeon was able to see through the high-resolution stereo viewer (hrsv) and go into following mode but elected to convert to the other ssc as this was a dual console system. The surgeon believed the hrsv monitor caused or contributed to the reported event. There was no patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information. Upon further follow up, the reporter confirmed that there was just line in the images and the customer moved to another ssc prior to contacting tech support.